Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced low blood glucose event on (B)(6) 2024. The patient called emergency medical services for low blood glucose event. The blood glucose level at the time of event was 40 mg/dl and the patient was treated by emergency medical services with intravenous glucose administered. No further information available.

Manufacturer narrative:
E1: (B)(6). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.